Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a one-link IV connector which did not work properly. According to the report, a staff member did not screw the one-link on properly and they encountered a downstream occlusion alarm on an unknown baxter pump. The event occurred during patient use. There was patient involvement, however, there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review cannot be performed since there was no lot number provided. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.